Event description:
It was reported to boston scientific that an advanix biliary stent was placed during a procedure. The procedure date is unknown. Post procedure, the 10fr advanix biliary stent migrated and perforated through the patient's duodenal wall. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific that an advanix biliary stent was placed during a procedure. The procedure date is unknown. Post procedure, the 10fr advanix biliary stent migrated and perforated through the patient's duodenal wall. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a010402 captures the reportable event of stent migration. Block h11: block e1: initial reporter first name, has been updated based on the additional information received on july 24, 2023.